Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, the tubing separated from an unspecified location of the y-site of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpk and has a 510k of k063239. This report represents all the information known by the reporter upon query by hospira personnel.